Manufacturer narrative:
Product complaint # (B)(4). Upon further review, this report was submitted in error as it was determined to be a duplicate to mrn 1818910-2024-21001. No further reports will be submitted under this mrn.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during loan kit inspection, by the loan kit technician it was noted that the broach handle not locking off securely. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, "broach handle not locking off securely." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of "952211500, corail broach handle" can not raveled the reported condition. As, the provided evidence was not sufficient to confirm the reported event of will not lock or unlock. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the corail broach handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.